Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support and opted to use manual dose injections for insulin therapy, no additional information was obtained.